Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with post paced t-wave oversensing on the implantable cardioverter defibrillator. No resolution was reported. Further information was requested but not received.

Event description:
New information received on apr 22, 2021, indicates that the asymptomatic patient presented in clinic with post-paced t-wave over-sensing. Programming changes were made, and the patient would be followed on a normal basis.